Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they seemed to always have issues with their ins when charging. Patient reported ins never seemed to charge all the way. Patient reported ins always seemed to need to be charged. Patient reported they wanted more coverage in their back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated in the earlier part of 2019 maybe 6-8 months ago, she started having trouble keeping the ins charged up/it would not take a charge, and it eventually stopped working. The patient stated she ended up having the system removed. No further complications were reported. No patient symptoms were reported.